Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented with chest pain. The chest x-rays revealed a different ventricular lead position from implant. The physician suspected that the ventricular lead perforated through the pericardial tissue. Echocardiogram revealed that there was no pleural effusion. The lead was explanted.